Manufacturer narrative:
One 72203013 disposable 4.5mm incisor plus platinum blade used for treatment, was not returned for evaluation. Factors that may affect device performance include: device ability, surgical ability, implant location and tissue condition. Review of instruction for use documentation confirms instructions, precautionary statements and recommendations for proper use of product. Factors that may affect device performance include: procedure location and tissue condition, device ability and surgical ability. Influences that could compromise product performance or integrity that are unrelated to manufacture include: incompatible force or torque or leverage applied. Insufficient irrigation or engaging the device without suction. Seizing of blades due to inadequate bio matter excision. Change of approach during use. Per instructions for use ¿excessive ¿side-loading¿ on the blade during use does not improve cutting performance and in extreme cases may result in wear and degradation of the inner assembly. Periodic irrigation of the blade is recommended to provide adequate cooling of the blade and to prevent accumulation of excised materials in the surgical site. Ensure that suction of 128 mmhg minimum is flowing while the instrument is running. Irreversible damage to blades or burrs will result if they are run without the flow of irrigation (dry).¿ the symptom is consistent with effects warned against in the instructions for use. The condition has been recreated but with side-loading force applied and insufficient irrigation. Note: based upon components of the device, the residue would be composed of silicone fluid, tin-nickel plating, and base metal. Biocompatibility report calls out these components (304 stainless steel tips with 17-4 hardened tips, tin-nickel plating, and silicone dipping) and concluded that the device is safe and compatible with biological systems. Product met specifications upon release to distribution.

Event description:
It was reported that during a knee procedure, a black smear was left inside the patient after using the blades. The procedure was successfully completed without significant delay using a back-up device. No patient injury or other complications were reported.